Event description:
A 1-2 cm fibroid was removed from the fundus of the uterus with a myosure tissue removal device. There was "a little bleeding" seen and the physician inserted a foley catheter "to stop the post fibroid bleeding". The patient was discharged post procedure. On (B)(6) 2012 the physician reported "the patient is doing well, intrauterine balloon was removed on post-operative day 1, no further bleeding".

Manufacturer narrative:
Lot number of the disposable device not provided by the complaint, therefore the expiration date is not known. (B)(4) - "a little bleeding". The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure disposable device as product lot number was not provided by the complainant. (B)(4).